Manufacturer narrative:
PMA/510(k) #: exempt. Patient code: no known impact to patient. Device code: leak is not labeled. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during an abscess drain change, a ultrathane mac-loc locking loop multipurpose drainage catheter leaked where the catheter and hub connected. This was discovered while the device was being implanted; therefore, the device was removed and a like device was used to complete the procedure. As reported, there were no adverse consequences to the patient as a result of this reported issue.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, quality control, and visual inspection/dimensional verification/functional testing of the returned device was conducted during the investigation. Customer returned one 8.5fr mac-loc catheter in a damaged condition. Bio-matter is present on the device, likely indicating use. Discoloration was present on the connector cap and catheter tubing. The mac-loc was returned in the locked position. The device was returned in two separate pieces. The first is comprised of a purple hub, mac-loc hub, connector cap, and approximately 3.5cm of catheter tubing. The other piece is comprised of approximately 27cm of catheter tubing ending with the pigtail curl. The catheter tubing appears to have been cut. There is no other apparent surface damage. The cap was removed with pliers to observe the inner measurements, suture position, and flare condition. The flare was slightly out of round and had a measured diameter of 0.225". Though this is out of cook's manufacturing specifications, it cannot be determined whether this is due to compression or damage while being removed. The catheter outer and inner diameter, connector cap inner diameter, mac-loc distal inner diameter, and number of adapter threads showing were all found to be within cook's specifications. A leak test was performed by clamping the catheter tubing with hemostats and injecting room temperature water through the proximal hub of the mac-loc. A leak was confirmed between the cap and the catheter tubing. A dark brown/green bio-matter flowed out of the tubing. A twist and tug test revealed that the cap, hub, and tubing were securely attached. Upon removal of the cap, the suture string appeared to be wrapped around the adapter threads. Additionally, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. Based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to address this failure mode. The appropriate personnel have been notified, and this failure mode will continue to be trended. Per quality engineering risk assessment, there is no further actions required at this time.

Event description:
No new event description information to report at this time.